Event description:
The patient was explanted due to infection and recovery of cardiac function. The device reportedly operated as expected.

Manufacturer narrative:
Section d4 (catalog number): corrected. Section d4 (primary unique device identification (UDI) number): corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an left ventricular assist device was explanted and shipped back to the (B)(6) office. The customer is asking if it was possible that this pump be working to be used as a demo for their account if possible. The driveline was cut during explant.

Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The source of infection was driveline/pump. Prior to explant, the patient was treated with intravenous and oral antibiotics with infectious disease follow-ups. Onset infection is captured under manufacturer report number 2916596-2024-04716.